Manufacturer narrative:
Visual inspection of the actual complaint sample shows one side of the injection site housing is broken. No cause for this issue is apparent. Investigation at the manufacturing site is pending.

Event description:
Patient was on hemodialysis for about 10 minutes when the nurse noticed that there was blood under the patient's recliner near his feet. Upon investigation the nurse discovered that the blood was coming out of the venous port post venous chamber, that the blue part of the port was cracked in several places. The nurse immediately directed another staff member to turn off the blood pump, then clamped blood tubing both sides of the leaking port. Blood loss estimated at 300 cc. Included that in dialyser, venous tubing, part of arterial tubing, puddle on floor and patient's jeans. Pt was alert and oriented and stable v.s and completed treatment on new system. (B)(4).